Manufacturer narrative:
Upon investigation of the returned device, damage was noted to the garage tubes and pusher tube fingers. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted arteriotomy closure using the starclose vascular closure system after an interventional procedure. Reportedly, the starclose system was "blocked". The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.